Event description:
Promus premier china registry it was reported that acute non - st - elevation myocardial infarction (nstemi) occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the mid left anterior descending artery with 95% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 20 mm promus premiere stent. Following post dilatation, residual stenosis was 0%. The subject was discharged. In (B)(6) 2019, 324 days post index procedure, the subject presented with unknown symptoms of myocardial infarction and was hospitalized for further evaluation and treatment. Electrocardiography revealed nstemi and percutaneous coronary intervention was performed. Four days later the event was considered recovered/resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2019, the subject presented with unstable angina and was hospitalized the same day. A percutaneous coronary intervention (pci) was performed in the target vessel (tvr) to treat the event. Four days later the event was considered recovered/resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2019, the target lesion was treated with pre-dilatation and placement of a 3.0 mm x 20 mm promus premier stent and not 3.5 mm x 20mm as what was previously reported. In (B)(6) 2019, coronary angiography revealed mid lad with 80% restenosis which was treated with pci with 0% residual stenosis. In (B)(6) 2019, angiography revealed acute nstemi. The target lesion was 99% stenosis with timi flow of 2. Pci was performed in mid lad to treat the event and the residual stenosis was 0%. It was further reported that in (B)(6) 2019, the subject was on prior regimen of aspirin and p2y12 at the time of index procedure and received heparin or other anti-thrombin medication. The subject was discharged three days later on aspirin and clopidogrel. In (B)(6) 2019, coronary angiography revealed left main coronary artery (lmca) extending into mid lad. Four days later, the event was considered recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product.

Event description:
Promus premier china registry it was reported that acute non - st - elevation myocardial infarction (nstemi) occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the mid left anterior descending artery with 95% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 20 mm promus premiere stent. Following post dilatation, residual stenosis was 0%. The subject was discharged. In (B)(6) 2019, 324 days post index procedure, the subject presented with unknown symptoms of myocardial infarction and was hospitalized for further evaluation and treatment. Electrocardiography revealed nstemi and percutaneous coronary intervention was performed. Four days later the event was considered recovered/resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2019, the subject presented with unstable angina and was hospitalized the same day. A percutaneous coronary intervention (pci) was performed in the target vessel (tvr) to treat the event. Four days later the event was considered recovered/resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is combination product.

Event description:
Promus premier china registry. It was reported that acute non - st - elevation myocardial infarction (nstemi) occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the mid left anterior descending artery (lad) with 95% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 20 mm promus premiere stent. Following post dilatation, residual stenosis was 0%. The subject was discharged. In (B)(6) 2019, 324 days post index procedure, the subject presented with unknown symptoms of myocardial infarction and was hospitalized for further evaluation and treatment. Electrocardiography revealed nstemi and percutaneous coronary intervention was performed. Four days later the event was considered recovered/resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2019, the subject presented with unstable angina and was hospitalized the same day. A percutaneous coronary intervention (pci) was performed in the target vessel (tvr) to treat the event. Four days later the event was considered recovered/resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2019, the target lesion was treated with pre-dilatation and placement of a 3.0 mm x 20 mm promus premier stent and not 3.5 mm x 20mm as what was previously reported. In (B)(6) 2019, coronary angiography revealed mid lad with 80% restenosis which was treated with pci with 0% residual stenosis. In december 2019, angiography revealed acute nstemi. The target lesion was 99% stenosis with timi flow of 2. Pci was performed in mid lad to treat the event and the residual stenosis was 0%.

Manufacturer narrative:
Corrected: b5 describe eventor problem: placement of a 3.0 mm x 20 mm promus premier stent; not 3.5 mm x 20mm as what was previously reported. Lot number updated from unknown to 21425548. Expiration date updated from unknown to 11/20/2019. Unique identifier (UDI) # updated from unknown to (B)(6). H4 device manufacture date updated from unknown to 11/20/2017. Device is combination product.

Manufacturer narrative:
Device is combination product.

Event description:
Promus premier china registry. It was reported that acute non - st - elevation myocardial infarction (nstemi) occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the mid left anterior descending artery with 95% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 20 mm promus premiere stent. Following post dilatation, residual stenosis was 0%. The subject was discharged. In (B)(6) 2019, 324 days post index procedure, the subject presented with unknown symptoms of myocardial infarction and was hospitalized for further evaluation and treatment. Electrocardiography revealed nstemi and percutaneous coronary intervention was performed. Four days later the event was considered recovered/resolved and the subject was discharged on the same day.